Manufacturer narrative:
A verathon complaints specialist evaluated the video provided by the customer and was able to verify the reported image issue. The glidescope gvm video monitor and a glidescope titanium lopro t3 blade were returned to verathon for further evaluation. A verathon technical service representative evaluated the returned system where they were unable to duplicate the reported image issue. When the system was powered on, the image produced was stable and clear with good color rendition. The monitor and blade were certified and returned to the customer for use; however, it should be noted that the glidescope titanium video cable was not returned with the system for evaluation. The complaints specialist spoke to the facilities' biomedical engineering department representative to gather additional information. The biomed stated that the device was re-deployed for use, and that no further issues have been reported. They believe the issue was likely with one of their titanium video cables and stated that they would monitor the system. As a precaution, the customer elected to purchase replacement cables. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and glidescope titanium lopro t3 blade, the image would disappear intermittently and show green lines. No delay in the procedure, use of a backup device, or harm to the patient or user was reported. The biomedical engineering department evaluated the system after the event and they were able to isolate the reported issue to the video monitor.